Event description:
Product was being used with a reperfusion catheter during a stroke procedure when it broke within the catheter. All pieces were removed from the pt.

Manufacturer narrative:
(B)(4).